Manufacturer narrative:
Result of investigation: the root cause of the issue was due to defective uim. Replaced uim. Ran ovp, unit passed all test and runs accordingly to OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluated by MFR - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not yet returned.

Event description:
It was reported to vyaire medical that the avea ventilator screen was freezing up and ventilation stopped while on patient use. There was no patient harm reported with event.